Manufacturer narrative:
Additional information was added to h6 and h11: h11: the customer was able to correct their configuration and would setup and test with no further issues. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while using an exactamix pharmacy compounding device the bags were cloudy. The customer was trying run a ¿clear¿ bag but noticed that the bag looked cloudy after pumping and there were lipids on port 1 and 2. This issue was resolved after correcting the configuration and re-setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.